Event description:
During the first hour of bypass, the perfusionist was unable to get a blood flow rate of more than 2 liters per minute through the oxygenator. The patient's venous oxygen saturation dropped into the 40's. Blood gases were fine with p02's in the 500 range. The perfusionist gave neo-synephrine in attempt to raise pressure. The condition resolved itself after an hour of bypass, and the oxygenator was used throughout the case.